Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting elevated threshold and pacing impedance measurements on the right ventricular (rv) channel which were greater than 2000 ohms. Additionally, there were some stored events due to noise. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating pacing impedance measurements were still greater than 2000 ohms and threshold measurements were still high on the right ventricular (rv) channel. The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.